Manufacturer narrative:
There is no further information available. Should additional information become available, this report would be updated.

Manufacturer narrative:
New information received indicating the lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedances greater than 2,500 ohms over the past couple months. The pacing configuration was lv tip to lv ring. The sales representative changed the pacing configuration to lv ring to can and is got impedances of 485 ohms which the patient reports they feel better. There are over 200,000 events and the device cannot display the electrograms. Noise could not be reproduced with isometrics and pocket manipulation. The sales representative was going to discuss the potential for a lead revision or just monitoring the lead performance with the physician.